Manufacturer narrative:
There is no indication that there was any serious injury to the pt. Due to a potential malfunction of the machine, a malfunction MDR will be filed. A review was performed by the post market clinical department of the treatment data provided by the pt. A large intra-peritoneal volume occurred in drain 3 with an undetermined cause. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported drain issues during treatment. The pt reported feeling full and was having difficulty breathing. See scanned table. The reported drain volume of 4418ml was 192% over the expected drain volume which resulted in a reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill. As of (B)(6) 2014, the pt's symptoms of feeling bloated and having difficulty breathing, and the signs of drain complications were resolved.